Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that after a rectosigmoidectomy procedure; on (B)(6) 2014, the surgeon performed a rectosigmoidectomy procedure in a patient with megacolon. After twelve days of the procedure, the patient had to be reoperated on because the staple line opened in the anastomosis of posterior colon rectal. The patient is still hospitalized. One device was discarded.